Manufacturer narrative:
After battery installation, the unit displayed a critical pump error (open book image) due to corrosion and mold just about everywhere on pcba1. Unable to perform the displacement test due to the critical pump error. The unit was received with a crack in the battery tube that starts at the corner of the belt clip rails. Inserted a test p-cap into the retainer ring, and it locked in place properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack on the back. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.